Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed..analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Since (B)(4) 2015 atrial impedance has been varying up to 34018 ohms and down to 895 ohms with 547394 open circuit paces, 123786 short circuit paces and 281466 non-physiological senses with 6645611 successful paces. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Since (B)(4) 2016 atrial capture threshold varies from 1.125 to 0.5 v. Analysis of the device memory indicated atrial oversensing. The 547394 open circuit paces, 123786 short circuit paces and 281466 non-physiological senses with 6645611 successful paces. Possible oversensing observed.

Event description:
It was reported that the patient's right atrial (ra) lead had noise and a possible fracture. Th lead was reprogrammed and will be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.